Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultralink meter was powering off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2014. The patient manages their diabetes using an insulin pump and denied making any changes to their usual diabetes management routine in response to the reported issue. The patient did not specify what, if any, symptoms were experienced in response to the reported meter issue, however the patient reportedly treated themselves with glucose tablets/gel in the evening of (B)(6) 2014. At the time of troubleshooting, the csr noted that it was not the first use of the product, and that the batteries did not require to be replaced. The csr walked the patient through the process but was unable to resolve the issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop signs or symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation.the lay user/patients meter has been returned on 12/23/2014 and further evaluated by lifescan product analysis on 1/10/2015 with the following findings:the meter and test strips involved in this case have passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.